Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, with a recorded peak blood glucose of 366 mg/dl and alerts for readings above 300 mg/dl for more than 90 minutes; ketones were tested and negative, and no back-up therapy or professional intervention was used. Symptoms included fatigue. Outcomes included self-management at home with assistance from a caregiver and no hospitalization. Investigation included customer interview, review of use, and guided troubleshooting that led to a complete infusion set change; the user reported teflon 6 mm, 23 inch set, tubing appeared intact, needle straight, and insertion site uncertain regarding muscle or scar tissue. Investigation of this case revealed that the device resumed insulin delivery after the supply change and blood glucose later returned to range, with the cause of the hyperglycemia remaining unclear and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.